Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: the black box review shows evidence of short battery life illustrated in a sudden voltage on (B)(6) 2013 from 1.48vp to 1.42vp. The pump powers on and displays verify screen. The unit was primed and exercised correctly with no alarms. External power supply confirms that the pump is drawing a high sleep current. A board inspection shows a cold solder connection to the j2 gold pin. The currents draws remained at the nominal value after re-soldering the gold pin and plugging the cgm module to the pcb again. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that a board inspection shows a cold solder connection to the j2 gold pin. This report is made based on results of investigation completed on 01/07/2014.